Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the poor coupling was due to the battery being in the chest upside down. Due to this the hcp repositioned the battery via a revision surgery on (B)(6) 2019. Following this the poor coupling was resolved. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for essential tremor and movement disorders. Ins recharging difficulty was reported and it was further mentioned that patient was getting no more than 2 coupling boxes. The rep repositioned that antenna over the ins and attempted a charge, they were getting 4 bars or less. Rep attempted repositioning the antenna/antenna locate but that did not resolve the issue either. They were getting between 38-60 on al. It was noted that caller had access to another recharger but it did not resolve the issue either. A x-ray was recommended to rule out a possible flipped ins. No symptoms were reported. No further patient complications were reported/ anticipated as a result of this event